Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned impaction pad shows that the device has fractured at a corner of the superior side of the device. Additionally, there are scratches, dings and gouges on both the superior and side surfaces of the device. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is attributed to wear. Evaluation of the returned device shows signs of repeated use and wear. Per the package insert, end of life is normally determined by wear and damage due to use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found fractured in the central processing department. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.